Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's mother stated that they had high blood glucose of 412 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm was noted. The act and esc buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector noted. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the button keypad anomaly. The pump was received with a severely scratched display window, a cracked reservoir tube lip and a scratched reservoir tube window.